Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level confirmed at 3:03am, on (B)(6) 2017. The last bolus request made was three hours before the low bg level was recorded. User made bolus requests without entering current bg level. There were no erratic basal rate adjustments. There were two "tubing fill" processes conducted back to back on (B)(6) 2017. If customer miscalculated carbohydrate intake, bg levels could go low. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg level increased to 489 mg/dl the night of (B)(6) 2017. The customer changed out the pump supplies on (B)(6) 2017 and delivered a bolus via the pump. The bg level decreased to 218 mg/dl the next day. The customer did not know the cause of the high bg and declined tandem technical support's offer to troubleshoot. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (60 - 334 mg/dl). Food was consumed to address the low bg and a bolus of insulin was delivered to address the high bg. The customer did not know the cause of the fluctuating bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.